Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated has already treated, the customer received a replacement insulin pump and wishes to check the settings are entered in correctly. While checking settings the customer stated he didn't properly rewind and prime new pump before putting the reservoir into the pump piston wasn't touching the reservoir, assisted the customer with prime and rewind and insulin did exit. The customer was advised to call back for further assistance if needed. The insulin pump will not be returned for analysis.